Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician stated a device interrogation showed a right ventricular (rv) lead impedance of greater than 1900 ohms. Upon testing during the lead replacement procedure the rv lead had an impedance of less than 200 ohms. A lead fracture or insulation breach was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.